Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) ranging from 49 mg/dl to approximately 200 mg/dl. Customer ate glucose tablets and drank juice to treat low bg. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Corrected data: h4